Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were taking medication without knowing what the reading actually is. Their meter allegedly has missing segments on the display. No further information has been reported.